Event description:
Bariatric patient with multiple trauma was being transferred from cart to procedure table and back again multiple times one morning with use of a hover mattress. Transfers were without incident until staff (5) were transferring patient from the cart back to the patient's bariatric bed. The hover mattress was inflated with the cart positioned next to the patient's bed with cart brakes on. The bed had been lowered two inches to enable sliding of the hover mattress with the patient on to the bed. During the transport, the hover mattress tilted toward the patient and the hover mattress and patient slid between the cart and the bed. The patient landed on the floor. The patient was awake and moved all extremities and shook head "no" to pain in neck/back. Patient's trach and drains were secure. CT scans of head, neck, spine, chest, abdomen, pelvis were ordered immediately with negative results. Follow-up reveals that the members of the lift team report that one of the issues they have seen is that the hover mat will not uniformly inflate, depending on the weight of the patient. Usually, the heavier the patient, the more of a problem with uniform inflation. This may indicate why the hover mat tilted in this particular case. They have seen this before, but in other cases, this did not result in a patient falling to the floor. They have not seen any other issues regarding using a cart to bed transfer, or bed to cart, and it doesn't seem to matter if the bed is bariatric or not.